Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.95 (lot# c16343) on a (B)(6) year old female patient presented with right side chest pain. The test was repeated on lot# b17021 and the result was negative. The customer states that the 2 additional tests resulted in negative results. The patient was admitted for observation and stable. There was no additional patient information at the time of this report. It is unknown at this time if return product is available for investigation. (B)(4). There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 07/17/2017. Retain product was tested and functioning according to specification. Return product was not available for investigation.

Event description:
Na.